Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). An investigation was not possible because the products were not available. A root cause evaluation was not possible. Review of complaint history, CAPA databases, risk analysis and labeling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Primary surgery using gamma3 long nail left was performed on (B)(6) 2017. After surgery the patient had a fracture on right hip while rehabilitation and underwent the surgery using gamma3 again at other hospital. The date of the surgery is unknown. Then, the patient complained pain on the left hip and the cutout of the lag screw was found. A revision surgery is palnned but the date is not determined yet.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Primary surgery using gamma3 long nail left was performed on (B)(6) 2017. After surgery the patient had a fracture on right hip while rehabilitation and underwent the surgery using gamma3 again at other hospital. The date of the surgery is unknown. Then, the patient complained pain on the left hip and the cutout of the lag screw was found. A revision surgery is planned but the date is not determined yet.